Event description:
This complaint is now reportable based on the analysis completed on 02/22/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x24 mm taxus liberte drug eluting stent would not cross the lesion. The 80% stenosed lesion being treated was located in the right coronary artery (rca). No patient complications were reported. Patient status reported as "stable". However, the returned product revealed stent damage.

Manufacturer narrative:
The returned unit was consistent with the complaint incident. Visual examination of the returned unit found damage to the proximal edge of the stent. Some proximal stent struts were bent back distally. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the top assembly device history record found that the device met its material, assembly and product specifications at the time of release to distribution. Operational context would be the most probable root cause.